Manufacturer narrative:
Initial reporter facility name the 306th hospital of the chinese people's liberation army initial reporter address no. 9 anxiang north li, deshengmenwai, chaoyang district problem code 3191 is being used to capture the reportable issue of aborted/cancelled procedure. The complainant indicated that the device is not available for return; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation on (B)(6) 2020 that an auriga xl 3022 laser console was used in an unknown procedure performed on (B)(6) 2020. According to the complainant, during the procedure, the laser console alerted error 08,04 - simmer. The procedure was not completed due to this event. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.